Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. The image shows an impedance drop, but it is not possible to determine when it occurred in relation to the procedure. Therefore, the effect cannot be confirmed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous catheter myocardial ablation procedure to treat a recurrent atrial fibrillation, an intellanav stablepoint catheter was selected for use. After performing energization 15 times for mitral ablation, the block line was confirmed. There was a tendency for bradycardia, so intracardiac echocardiography (ice) was used to check for effusion, but no effusion was noted. The blood pressure was 70mmhg, so atropine was administered and waited for about 15 minutes, but there was no improvement. Therefore, effusion was checked again using ice, which revealed a possibility of leakage, and it was determined to be tamponade caused by a steam pop, so pericardiocentesis was performed to resolve the complication. Since it was close to the stomach wall due to esophageal diaphragmatic hernia, it was thought that the effect may have been different from the usual local impedance (li) index. All energizations were performed at 45w / li 119 - 96ohm. An hour after the procedure, the physician said that the patient had returned to normal in the intensive care unit (ICU). Device is not expected to be returned as it was discarded.

Event description:
It was reported that during a percutaneous catheter myocardial ablation procedure to treat a recurrent atrial fibrillation, an intellanav stablepoint catheter was selected for use. After performing energization 15 times for mitral ablation, the block line was confirmed. There was a tendency for bradycardia, so intracardiac echocardiography (ice) was used to check for effusion, but no effusion was noted. The blood pressure was 70mmhg, so atropine was administered and waited for about 15 minutes, but there was no improvement. Therefore, effusion was checked again using ice, which revealed a possibility of leakage, and it was determined to be tamponade caused by a steam pop, so pericardiocentesis was performed to resolve the complication. Since it was close to the stomach wall due to esophageal diaphragmatic hernia, it was thought that the effect may have been different from the usual local impedance (li) index. All energizations were performed at 45w / li 119 - 96ohm. An hour after the procedure, the physician said that the patient had returned to normal in the intensive care unit (ICU). Device is not expected to be returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.